Manufacturer narrative:
(B)(4).

Event description:
It was reported no audio output occurred. Performed exterior visual was performed and passed. Charge and boot were performed and passed. Download receiver log was performed and passed. Performed functional test and passed. Performed receiver log review and passed. Performed try it test and passed. Performed communication tool intermittent audio test and passed. Open and interior inspection was performed and passed. Take speaker measurements 7.24 ohms and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.